Event description:
It was reported that a patient presented via a merlin.net transmission with a device that was post-paced t-wave oversensing. The oversensing was noted on a stored automatic mode switch egm. It was also noted that some automatic mode switch episodes were caused by electromagnetic interference. Programming changes were recommended.